Event description:
It was reported that the leads were being electively replaced so that the patient could receive a magnetic resonance imaging (MRI) conditional system. Upon extraction, the surgeon noted that both leads exhibited insulation damage. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo. The outer insulation of the lead was extrinsically breached due to a cut.